Event description:
Hcp reported shocking and it hasn't worked well since. "Pump is flipping". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.